Event description:
It was reported that, during inspection, two (2) r3 lnr mpactor hd ii 28mm were found to be broken. As this was noticed upon field inspection, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: additional information received by the manufacturer identified that this event should be re-evaluated for MDR reporting. The new information received confirmed that there is nothing broken on or off the r3 lnr mpactor hd ii 28mm. It did confirm multiple scratches, burrs and deep gouges in the device. The reassessment determined that the issue does not meet the threshold for reporting and therefore, it is a non-reportable event. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.